Event description:
This case was reported by a consumer and described the occurrence of loss of sensation in a (B)(6) male pt who received super poligrip extra care with poliseal ((B)(4)) gel and super poligrip original denture adhesive cream ((B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip (dental). At an unk time after starting super poligrip, the pt experienced loss of sensation, balance difficulty and neuropathy. This case was assessed as medically serious by gsk. Treatment with super poligrip was continued. At the time of reporting, the events were unresolved. (B)(4).

Manufacturer narrative:
Additional lot # r08483.